Event description:
This serious unsolicited device case received from united states on (B)(6) 2013 from a nurse (consumer). The case involves a pt (demographics not provided), who was unable to walk and had swelling after receiving the synvisc injection. The pt complained that the pain continued/injection was given without relief (sub-therapeutic response). Past medical history included total knee replacement (tkr) of left knee and swelling of right knee. Relevant concomitant medications, past drugs and concurrent condition were unspecified. On an unknown date, pt initiated treatment with synvisc injection (dose, frequency, route of administration, batch/lot number and expiry date: unknown) into right knee for severe pain in right knee. It was reported that the pain in right knee. It was reported that the pain continued and the pt received second synvisc injection. After the second injection of synvisc, the pain was still continued and the pt received third synvisc injection without relief (sub-therapeutic response). Later, pt complained of being unable to walk (abasia) and swelling of knee (swelling was present prior to and after the injection). Pt went to an orthopaedic doctor and he injected corticosteroids nos (steroid) and lidocaine into the knee. After which, swelling left 80% of it and pain was gone. It was reported that the pt was left with very little cartilage. Action taken: no action taken. Corrective treatment: corticosteroids nos (steroid) and lidocaine for swollen knee. Outcome: unable to walk and pain continued/injection was given without relief (sub-therapeutic response): unknown. Swollen knee: recovering/resolving. Pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Pharmacovigilance comments: sanofi company comment dated (B)(6) 2013: this case concerns a pt who was unable to walk after treatment with synvisc for severe pain in right knee. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however, information regarding pt's medical history and allergies to drugs is requested for better assessment.